Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented during an initial implant procedure. After the pacemaker was connected, the pacemaker exhibited crosstalk. The crosstalk resolved itself after a few minutes. No intervention was performed. The patient experienced no adverse consequences.